Event description:
It was initially reported that the patient had passed away. The physician does not feel that the death is related to vns. The believed cause of death provided by the physician was sudep possible cardiac arrest. Good faith attempts for product return have been unsuccessful to date. The funeral home does not think they have the device available for return but will contact the manufacturer if they come across the device.

Manufacturer narrative:
The initial reported inadvertently did not indicate that the device was not returned to the manufacturer.